Manufacturer narrative:
The customer contacted a siemens healthcare diagnostics customer care center (ccc), and reported that a discordant, falsely elevated cardiac troponin I (tni) result was obtained on a patient sample on the dimension® exl¿ with lm integrated chemistry system. Siemens is investigating the event.

Event description:
A discordant, falsely elevated cardiac troponin I (tni) result was obtained on a patient sample on the dimension® exl¿ with lm integrated chemistry system. The discordant result was reported. The sample was reprocessed on the same instrument, and a lower result was obtained, considered correct and reported. There are no known reports of patient intervention, or adverse health consequences due to the discordant tni result.

Manufacturer narrative:
Initial MDR 2517506-2020-00356 was filed 10-dec-2020. Additional information (29-dec-2020): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant falsely elevated cardiac troponin I (tni) result. Hsc evaluated the information provided and the instrument data files. No product non-conformance with the assay or the instrument was identified. Hsc noted that instrument data was consistent with a sample integrity issue. Quality control (qc) and calibration were within expectations. No similar events were reported with other samples. The customer is operational. The cause of the event is unknown. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation.